Manufacturer narrative:
This report is submitted on august 17, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site, exposing the receiver/stimulator (specific date not reported). The patient was subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. Device analysis report attached. This report is submitted on december 5, 2023.